Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of erroneous inr patient results occurred (greater than linearity; >29.4). Patient samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 10-mar-2025 investigation summary bd received 10 samples for investigation. The 10 samples along with 100 retention samples were visually inspected with no issues identified. Following visual inspection, 5 samples were tested for the quantity of the na citrate additive that is present in the tube and all samples were within specification requirements. Factors that may contribute to erroneous results -inr, were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-inr) because the defect was not evident in the testing of the complaint lot samples. Replicates of testing performed on both customer returned and control samples were acceptable in terms of both precision and accuracy . All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results-inr. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of erroneous inr patient results occurred (greater than linearity; >29.4). Patient samples were recollected. There was no other health impact or consequences reported.